Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty of the left superficial femoral artery, a balloon rupture occurred. The calcified target lesion was located in the left superficial femoral artery. A 4.0 x 20, 135cm mustang balloon catheter was used for inflation but it ruptured under an unknown rated burst pressure. They pulled it out entirely and the procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.